Manufacturer narrative:
The lead was returned due to patient deceased. As received, only the connector portion lead was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the cut end which is consistent with procedural damage.

Event description:
Related manufacturer reference number:2017865-2024-58515. Related manufacturer reference number:2017865-2024-58517. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device.